Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found no holes. Functional testing involved a leak test and a leak was detected in the cuff. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of the inflation test was performed using 32 devices and did not detect any deflated cuffs. Based on the evidence, the complaint was observed and the root cause was unable to be determined.

Manufacturer narrative:
Event date: it was reported that the event occurred in late (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported air leaked from the cuff of a portex® suctionaid tracheostomy 7.0mm soft seal cuff tracheostomy tube. No injury was reported.